Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into inspection of the device and potential repair measures. Dräger requested further information but none was provided, a case-specific evaluation is thus not possible. There was no s/n transmitted; age of the device and status of preventive maintenance and repairs is unknown. Dräger concludes the following: the reported ventilator malfunction can neither be confirmed nor denied. Based on experience, users will often perceive the effects of a large leakage in the patient circuit as a stop of ventilation. Given that indeed a shutdown of automatic ventilation has occurred this is not necessarily related to a technical issue with the device. The system may also force a shut-down of automatic ventilation to protect the patient from potentially hazardous output. For example, such condition may occur when the patient is being re-positioned, pressure applied to the chest may result in a fast and significant rise in airway pressure when the ventilator applies a piston hub within this moment. It is not possible to divide between all imaginable scenarios due to lack of information. A ventilator shutdown is always accompanied by a corresponding alarm. Manual ventilation with the built-in breathing bag is always possible, even in switch-off state. It is recommended to the hospital to have the device checked by trained service personnel. H3 other text : device not available for evaluation.

Event description:
It was reported that automatic ventilation stopped during a surgical procedure. As per report, the users bridged patient support in manual ventilation until a replacement device was available. No consequences for the patient have occurred.